Event description:
The customer contact reported an adverse event while in use. At an unspecified time the device was programmed in the pca only mode to deliver morphine 1mg/ml with a 1mg pca dose, a 8 minute patient lockout and a 30mg 4 hour limit. At 5 pm it was noted the display indicated 3mg was delivered. At 11pm it was noted the display read 40mg. At this time the nurse found the patient unresponsive with shallow respirations. The patient was then intubated. It was unspecified if additional medical intervention was necessary. The patient was extubated the next day. The device was revomed from clinical service. There were no reported adverse patient sequelae.